Manufacturer narrative:
Findings: pump was received with blank display due to moisture damaged on electronic assembly. Unable to verify low battery alarm or critical pump error (open book image) due to blank display. Unit was received with cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mom reported via phone call that their insulin pump alarmed "critical pump error" alarm after replacing the battery in a timely manner. The insulin pump stopped working, low battery alarm, and even changed battery and received the critical pump error. The blood glucose was unknown. The customer was advised the pump needs to be returned and replaced.